Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 16.8 mmol/l (302.4 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to have a 'bead of insulin at the base¿. The patient further stated there was a large red scab and blood at the infusion site on their leg. When viewing the cannula, the patient mentioned the only thing that appeared different was a bead at the end of the cannula with a little bit of scabby blood. Based on the information provided, the event appears to be an obstruction within the cannula. The patient administered 2 units of insulin via a pen. There was no medical attention required.